Manufacturer narrative:
Note: the reported complaint was confirmed. The root cause was attributed to...

Event description:
During routine testing of the device at the service center, the quality engineer reported that the center keypad was faded. Since the event occurred during routine testing, there was no pt involvement during this event.